Manufacturer narrative:
Only 5.84 mm of the proximal end of the screw was returned for evaluation. The break occurred approximately at the third thread distal to the screw head. The break is angular in nature. The condition and quantity of the returned screw prevents any additional analysis. The device history record (DHR) was reviewed for pn 72201772, ln 50376746. The results of this review have verified that there were no deviations or nonconforming material reports written against this production lot. In addition, quality control records were reviewed and there is no evidence that there were discrepancies during manufacture and process inspection activities. (B)(4).

Event description:
After drilling a femoral tunnel of 30mm, the graft was inserted. Dr proceed to tap a total 25mm to insert the bone plus of diameter 9mm and length 20mm. After 20mm of the screw was inserted, the remaining 5mm broke off. Dr then proceed to remove the broken screw from the joint.